Manufacturer narrative:
This supplemental correction #1 for MDR 2112667-2024-00707 is being filed to correct the block b3 incident date from (B)(6) 2023 to (B)(6) 2024.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no report of patient involvement. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. H3 other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that there was a malfunction resulting in the loss of display. There was no report of patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The data acquisition board (daq) was replaced to resolve the issue.